Event description:
Trial neck for femoral head secured by mallet to head and passed ot surgeon. Impactor secured to trial and mallet applied by surgeon. Trial neck spontaneously snapped into two pieces. Neck pieces removed and placed on mayo table for examination. Two pieces reconstructed into one trial with no gaps or obvious chips seen to the trial. Case continued. Trial passed off.